Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. The right plunger case was cracked. Event history log (ehl) showed motor rate error. The reported problem could not be verified after occlusion tests. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: replaced stepper motor, leadscrew and clutch halves for preventive measure; performed occlusion test and the device passed.

Event description:
It was reported that the pump had motor rate errors. No patient injury was reported.